Event description:
It was reported to boston scientific corporation in 2007 that an ultraflex esophageal stent was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Male patient; age and weight unknown) according to the complaint, during the procedure, despite the fact that the stent was a proximal release type it released from the distal end. The case was completed with subject ultraflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Stent orientation. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device implanted.